Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the lower abdomen / cramping') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal distension ("severe bloating"), irritable bowel syndrome ("irritable bowel"), pruritus ("itching in the pubis with no pimples or blemishes"), fatigue ("feeling severe, permanent fatigue"), asthenia ("no longer have any strength, feel like an elderly person"), hyperacusis ("hypersensitive to noise"), parosmia ("hypersensitive to smells"), photophobia ("hypersensitive to light"), insomnia ("insomnia"), dizziness ("dizziness"), migraine ("headache migraine"), neck pain ("neck pain"), facial pain ("facial pain"), pollakiuria ("very frequent urination"), dysuria ("painful urination"), gastrointestinal disorder ("problems with digestion"), diarrhoea ("diarrhoea"), constipation ("constipation"), night sweats ("night sweats sometimes she was drenched"), language disorder ("language impairment"), amnesia ("memory loss"), pain ("feeling of having pain all over") and urinary tract infection ("numerous urinary tract infections with the essure"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, back pain, abdominal distension, irritable bowel syndrome, pruritus, fatigue, asthenia, hyperacusis, parosmia, photophobia, insomnia, dizziness, migraine, neck pain, facial pain, pollakiuria, dysuria, gastrointestinal disorder, diarrhoea, constipation, night sweats, language disorder, amnesia, pain and urinary tract infection outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, amnesia, asthenia, back pain, constipation, diarrhoea, dizziness, dysuria, facial pain, fatigue, gastrointestinal disorder, hyperacusis, insomnia, irritable bowel syndrome, language disorder, migraine, neck pain, night sweats, pain, parosmia, photophobia, pollakiuria, pruritus and urinary tract infection with essure. The reporter commented: period of onset: since insertion of the essure and after essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 06-may-2020. The most recent information was received on 29-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the lower abdomen / cramping') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal distension ("severe bloating"), irritable bowel syndrome ("irritable bowel"), pruritus ("itching in the pubis with no pimples or blemishes"), fatigue ("feeling severe, permanent fatigue"), asthenia ("no longer have any strength, feel like an elderly person"), hyperacusis ("hypersensitive to noise"), parosmia ("hypersensitive to smells"), photophobia ("hypersensitive to light"), insomnia ("insomnia"), dizziness ("dizziness"), migraine ("headache migraine"), neck pain ("neck pain"), facial pain ("facial pain"), pollakiuria ("very frequent urination"), dysuria ("painful urination"), gastrointestinal disorder ("problems with digestion"), diarrhoea ("diarrhoea"), constipation ("constipation"), night sweats ("night sweats sometimes she was drenched"), language disorder ("language impairment"), amnesia ("memory loss"), pain ("feeling of having pain all over") and urinary tract infection ("numerous urinary tract infections with the essure"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, back pain, abdominal distension, irritable bowel syndrome, pruritus, fatigue, asthenia, hyperacusis, parosmia, photophobia, insomnia, dizziness, migraine, neck pain, facial pain, pollakiuria, dysuria, gastrointestinal disorder, diarrhoea, constipation, night sweats, language disorder, amnesia, pain and urinary tract infection outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, amnesia, asthenia, back pain, constipation, diarrhoea, dizziness, dysuria, facial pain, fatigue, gastrointestinal disorder, hyperacusis, insomnia, irritable bowel syndrome, language disorder, migraine, neck pain, night sweats, pain, parosmia, photophobia, pollakiuria, pruritus and urinary tract infection with essure. The reporter commented: period of onset: since insertion of the essure and after essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.